Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery conduit segment. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, the balloon ruptured at 6atm within 10 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.